Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. No unexpected low battery alerts were present in the pump history file. Multiple pump error 25 alarms were present in the pump history file and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. No unexpected blank display noted during testing. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, severely faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call to have received a power error the night prior. She stated that she had performed an internal battery restart, but the night before the insulin pump shut off. Customer's blood glucose was 17.0 mmol/l. The customer also reported that last week the insulin pump had a low battery alert and shut off after a one hour warning. The customer does not feel safe with the insulin pump. She had also stated that the retainer ring on the top of the reservoir compartment had fallen off. The customer was advised to revert to a backup plan. The insulin pump will be returned for analysis.